Manufacturer narrative:
The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the lead noted no anomalies. The lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead due to noise oversensing. No adverse patient effects were reported. Another rv lead with the same model was successfully placed. This rv lead was already returned to boston scientific; however, further analysis has not yet been completed.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead was an attempted lead due to noise oversensing. No adverse patient effects were reported. Another rv lead with the same model was successfully placed. This rv lead was already returned to boston scientific; however, further analysis has not yet been completed.